Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported receiving a vent in-op error code 1006. There was no reported patient involvement.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been received. Should additional information become available, this record will be reopened and updated accordingly.